Manufacturer narrative:
Failure (event) observed during analysis. Failure (event) observed during analysis. A partial lead with the distal tip measuring 50.7cm was returned for analysis. External insulation abrasion was noted at 34.4-34.9cm and 36.0-36.6cm from the distal end, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.